Event description:
A 55 year old female "brittle diabetic", was administered insulin based on an allegedly false low reading given by a british american blood glucose meter. As a result, the resident became non-responsive and was hospitilized for about three weeks. The resident has apparently recovered, and has returned to the home. The resident was receiving many types of medication for her brittle diabetic condition at the time of the incident. Based on follow-up evaluation it was determined that the british american blood glucose test system had probably malfunctioneddevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.